Event description:
It was reported that the patient had inappropriate shocks due to oversensing via wide intrinsic complexes. Technical services reviewed the two shock episodes and discussed them with the caller. There were no additional adverse patient effects. The system remains implanted.